Event description:
A surgeon reported that an intraocular lens (iol) was noted to be scratched. It was exchanged during the same procedure for another iol. The pt developed increased corneal edema that is clearing.